Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam scope and associated aquabeam handpiece were returned for investigation. Difficulty translating scope carriage in the handpiece was tested and confirmed for the associated handpiece. This could not be confirmed using the scope in this complaint as it was found to be broken, visual inspection confirmed the reported event with the semi-flexible hypotube break, severing the light fibers and visualization fibers along with it. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam scope / serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: 11.2.5 sterile: aquabeam handpiece and aquabeam scope setup hold the distal end of the scope tube tip approximately 1 inch (2.54 cm) fro.m the fully proximal position and continue advancing the aquabeam scope forward until it is properly engaged with the aquabeam handpiece and then rotate the proximal key alignment adapter so that the dimple on the proximal key alignment adapter is facing up. An audible click should be heard when the aquabeam scope is securely engaged with the aquabeam handpiece. Note: do not use excessive force to advance the aquabeam scope. If resistance is felt, gently rotate the aquabeam scope clockwise and counterclockwise while simultaneously applying forward pressure. It is probable that the scope broke while handling the scope. However, how the scope broke remains to be indeterminable. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure difficulty translating the aquabeam scope was encountered resulting in breakage of the scope. The scope was replaced with a new unit and the procedure was successfully completed. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
Additional manufacturer narrative: investigation is currently in process by manufacturer, no root cause has yet been established. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.